Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed the battery had insignificant anomalies and was functionally okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had shocking sensation in left chest/right arm. No environmental/external/patient factors that may have led or contributed to the issue that they are aware of. Diagnostics/troubleshooting included impedance tests repeatedly conducted. No abnormalities were found. Interventions/actions included the doctor reprogramming the device to bipolar configuration on top contacts 3 and 2, vs original monopolar configuration on contact 0 and/or 1. This was done around (B)(6) 2019. This did not help with shocking sensation but tremor control was suboptimal after reprogramming. Unknown if the issue is resolved. The battery was replaced. The extension was not. Neurology will try to program to original settings in a few weeks to see if they can regain tremor control without shocking sensation. If this does not resolve issue, they will likely replace the extension wire during next battery replacement. The shocking sensation occurred after prior battery change in 2018 on contralateral (right) side. The extension wire was checked for physical defects and none were found. The device is expected to be returned for analysis. No further complications were found or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the shocking sensation was temporarily resolved through reprogramming. They won't know if it is fully resolved until the patient returns to original settings, likely in july. The device was sent in for analysis. This information was confirmed with the physician.